Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.

Event description:
The customer complains about blood leak during the treatment. There was a blood loss and the amount was around 10-15 ml. No pt harm and no medical intervention was needed.